Event description:
Complainant alleged that during a routine shift check by a clinician the device's pacer knob was broken, therefore the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.